Manufacturer narrative:
The reported events were helix mechanism issue and lead noise. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of lead noise was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited noise and was unable to get satisfactory parameters. It was also noted that the helix of the lead failed to extend. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.